Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-aug-2024. The device evaluation details: the pentaray nav eco device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed a spline bent and an electrode lifted and dented. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The spline bent reported by the customer was confirmed. The potential cause of the spline bent and the electrode lifted could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The device instructions for use contain the following recommendations: - the catheter is recommended for use with an 8 f guiding sheath because the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. - do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the splines of the catheter were found bent when the package was just opened¿ issue. -investigation findings: stress problem identified (c0706))/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode lifted and dented¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified an electrode lifted. Device damaged. Before the procedure, the splines of the catheter were found bent when the package was just opened. A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in patient. Additional information was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-aug-2024, the spline was bent and an electrode was lifted and dented. The event was originally considered non-reportable, however, bwi became aware of an electrode lifted on 20-aug-2024 and have assessed this returned condition as reportable.